Event description:
During device servicing, the monitor "failed to turn on, battery was changed twice, won't turn on".

Manufacturer narrative:
Evaluation summary for 1418729-2006-00209: the reported problem of "monitor failed to turn on, battery changed twice, won't turn on" was duplicated. The device would power up with auxiliary power applied. Evaluation of the device found an open fuse on the power supply board, which prevented the device from turning on with the battery. The device was repaired, tested and found to perform in accordance with its specifications.